Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A patient had been prepped for a right cementless knee replacement. A cemented femur was opened by a coworker on accident after being approved by both the surgeon and the circulator and implanted into the patient. The patient was then closed and sent to the floor before we realized what had happened. The patient then had to be brought back to the operating room and the incorrect cemented femoral component was replaced by a cementless femoral component.

Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during the patient's primary right cementless knee arthroplasty on (B)(6) 2022, a cemented femur was implanted into the patient's knee. Revision surgery took place on the same day to have the incorrect cemented femoral component replaced by a cementless femoral component. The reported event was confirmed through review of the provided implant sheet and is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient had been prepped for a right cementless knee replacement. A cemented femur was opened by a coworker on accident after being approved by both the surgeon and the circulator and implanted into the patient. The patient was then closed and sent to the floor before we realized what had happened. The patient then had to be brought back to the operating room and the incorrect cemented femoral component was replaced by a cementless femoral component.